Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in the balloons. A review of the lhr was not possible as the lot number was not provided. UDI number: note: product identifier (pi) number is unknown as the lot number was not provided. See medwatch form #s 3004939290-2015-00585 & 3004939290-2015-00589.

Event description:
It was reported that during pullback the balloon popped on two devices in the same patient before getting to the arteriotomy. Hemostasis was achieved with 20 minutes of manual pressure. The patient was noted to be doing fine and discharged from the hospital the same day as originally planned. Additional information was requested but is not available. Additional information: during prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the devices. There was no resistance while pulling. Procedure type: interventional peripheral; sheath size: 6f; vessel size: 6 mm; stick location: medium.